Event description:
It was reported that no flow was observed in a syringe adaptor set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.